Manufacturer narrative:
Cause: tsr found defective brake block assy. Resolution: tsr replaced brake block for resolution.

Event description:
Brakes were not holding. Engineering found by shop with note on it. No injuries reported. Specific unit of bed not known.